Event description:
It was reported that the patient underwent a urodynamic measurement procedure in 2005. Four days prior to a sling procedure, the patient was diagnosed with a urinary tract infection. The patient was treated with a course of antibiotics and the infection resolved 3 months later.